Event description:
It was further reported that the intermittent undersensing was observed as well as intermittent noise. The physician elected not to alter the programmed settings.

Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Atrial fibrillation episodes were recorded with intermittent noise seen on the electrocardiogram.

Event description:
An additional episode of noise was observed on the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analysis of the device memory indicated oversensing due to emi (electromagnetic I nterference)/noise. (B)(4).

Event description:
It was reported that the device exhibited intermittent noise during recorded episodes. The device remains in use. No patient complications have been reported as a result of this event.